Manufacturer narrative:
The investigation determined the device's auxiliary keypad was not working. Stryker replaced the device's auxiliary keypad to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
During preventive maintenance, stryker observed the customer's device would not power on. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and duplicated the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During preventive maintenance, stryker observed the customer's device would not power on. There was no patient involvement reported with the event.